Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05232. On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the doctor was unable to place two leads due the pt's anatomy and scar tissue. The procedure lasted two hours and was aborted. No product will be returned to sjm.